Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the pump had had several motor stalls ((B)(6) 2022, (B)(6) 2022 and (B)(6) 2022) along with the critical pump alarm which brought the patient to his managing doctor who confirmed the motor stalls with his clinician tablet. The managing doctor then sent the patient to the surgeon for a pump replacement. There were no environmental, external, or patient factors that were observed that would have led or contributed to the issue. On (B)(6) 2022, the patient was taken to surgery. Review of the pump logs at the time showed the motor stalls. The pump and catheter were replaced. It was noted that the catheter was replaced at the surgeon¿s discretion. The issue was noted to be resolved, and it was indicated that the hcp (healthcare provider) had no further information to provide regarding the event.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving gablofen (2000 mcg/ml at 1394 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient has had multiple motor stalls and recoveries since (B)(6) 2022. There was a motor stall and recovery in (B)(6) 2022 (refer to pe (B)(4), but that was related to magnetic resonance imaging (MRI). None of stalls post (B)(6) were MRI related. The healthcare provider did not believe there was any other electromagnetic interference (emi) with the pump but they would confirm with the patient. At this refill, the actual reservoir volume was greater than the expected reservoir volume. Discussed monitoring the pump, pump replacement, and if replaced to send the pump back to mdt analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.